Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device instructions for use under warning: do not push the deployment slider twice or the second implant will deploy prematurely. The instruction for use was reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery t1 and t2 deploy together. Back-up device was available to completed the surgery. No significant delay or patient injury was reported. Both t's were removed from the patient.